Event description:
I had essure implanted in (B)(6) 2010. By (B)(6) 2011, I began having itching eyes and rashes, welts. I worked with my doctors thinking perhaps a medication allergy. No changes over a few months. In the fall I wore a pair of costume jewelry earrings. I had blisters behind both ears with 20 hrs. I had allergy testing done last week at an allergist office. I am for the first time in my life allergic to nickel, and can no longer even wear my medical alert bracelet any longer. The allergy has become systemic and not just local anymore.